Event description:
The death of a patient implanted with this implantable cardiac defibrillator system was discovered during the investigation of a non-related event. The death occurred less than one year after implant. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All known reasonable possible follow up contacts have been contacted and no further information has been made available at this time.